Event description:
Caller reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump. The customer resolved the issue by either performing the load fill tubing process to clear the alarm or by changing the infusion set and cartridge, then resuming insulin.